Event description:
Via phone call, customer requested carelink assistance. Customer's blood glucose was 27 mg/dl and declined troubleshooting for low blood glucose. Customer states that she will send carelink information to her healthcare professional for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.